Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. The atrial lead exhibited a loss of capture. An x-ray revealed that the lead had become dislodged. The lead was explanted and replaced. The patient was doing well post procedure and would continue to be monitored.